Event description:
Additional follow up with the surgeon determined that the surgery was performed to anchor the vns as it was being "pushed sideways" and that the surgery was performed for patient comfort reasons. No additional or relevant information has been received to date.

Event description:
It was reported that a patient was set to have a generator replacement for an unknown reason. One good faith attempt has been made to gather the reason for replacement and the surgeon reported that the replacement was due to chest pain at the generator site. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.